Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the onset date of the external outflow graft obstruction (eogo) was unknown. The cause of the low flows and obstruction was determined to be the eogo. The treatment appeared to have resolved the eogo concern and the patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an external outflow graft obstruction (eogo). Left ventricular assist device (lvad) outflow graft revision was planned. The log files captured intermittent low flow events between (B)(6) 2024 at 12244 and (B)(6) 2024 at 1359. No pump issues were noted. Computed tomography (CT) images were to be submitted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported extrinsic outflow graft obstruction (eogo). Additionally, review of the submitted log file confirmed low flow events. The submitted images showed cross-sectional and side views of the outflow graft beneath the bend relief and confirmed compression of the outflow graft creating a shape that appeared to be consistent with eogo. The submitted log file contained events from 15jun204 through 19jun2024 and captured intermitted low flow events throughout the file. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-18718, with no further related issues reported at this time. The relevant sections of the device history records for vad-18718 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions, such as hypertension. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also explains that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.